Event description:
It was reported that the patient received inappropriate atp therapy due to noise on the ventricular lead. The device was explanted and replaced. There were no adverse consequences to the patient.